Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "swelling and soreness around the lymph nodes".

Event description:
Patient representative reported for unknown side "swelling and soreness around the lymph nodes and general breast area", "as a result of cancer diagnosis and breast implant removal, patient suffered significant psychological trauma which extends to years of treatment and mental anguish". Patient also reported "cancerous lymphoma cells in the breast region", which is not device related. Device has been explanted and lymphoma was also removed.